Event description:
Hcp reported a pt received a shock down the right arm during a MRI exam. The arm became swollen and any attempt to reprogram the device resulted in additional shocking sensations in the arm. Hcp claims the unit was off and all parameters were at "0" before the pt went into the MRI exam. The pt had 2 stimulators implanted, one for occipital purposes and 1 for arm pain. No pain was observed during the MRI from the occipital stimulator. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when additional info is received.